Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patient's eye. The surgeon reports corneal edema. Attempts to obtain additional information have not been successful.